Event description:
It was reported that the external pulse generator had a broken ventricle output connector. It was further requested that it receive its annual test and calibration. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator had a broken ventricle output connector. It was further requested that it receive its annual test and calibration. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricular output was broken. Analysis also found that the upper case and side bail covers were broken, that the battery release, battery drawer, ring cover and keyboard were contaminated and the battery contacts compressed. All found affected parts were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.